Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (B)(4) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer reported that within the irc5po2v concentrator, both sides of the pe valve tubing are blackened, the pilot valve is stuck, the sieve beds are cracked, the muffler is clogged with sieve material, and the compressor is loud.